Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose levels. The customer's blood glucose level ranged from 478-491 mg/dl. She had some issues the night prior with her sugars and her trainer called her to help her adjust the settings. At that time, the buttons stopped responding. She stated that she was feeling dizzy and tried to treat high blood glucose levels with her insulin pump twice for 20u. During troubleshooting, found that it was not the keypad that was not responding, but that it was her trying to program a temp basal with a temp basal already running. Nothing further reported.